Event description:
The article, "percutaneous transaxillary arterial access for closure of postinfarction ventricular septal defect", was reviewed. The article presented a case study of a 47-year-old female patient with a history of hypertension and dyslipidemia. A 24mm amplatzer post-infarct vsd occluder was selected for implant on an unknown date. The device was successfully implanted. Post-implant a minimal residual shunt was observed. The patient went into cardiogenic shock. An intra-aortic pump was inserted for hemodynamic stability. [The primary and corresponding author was siu-fung wonga, department of cardiology, sussex cardiac centre, university hospitals sussex, eastern road, brighton bn2 5be, UK, with corresponding e-mail: anthonywaaf1992@hotmail.com.].

Manufacturer narrative:
As reported in a research article, percutaneous trans axillary arterial access for closure of postinfarction ventricular septal defect. Information from the field indicated that a 24 mm amplatzer post-infarct vsd occluder was implanted successfully on an unspecified date. Post-procedure, a minimal residual shunt was noted. The patient subsequently developed cardiogenic shock, requiring insertion of an intra-aortic balloon pump for hemodynamic stabilization. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Literature attachment: percutaneous transaxillary arterial access for closure of postinfarction ventricular septal defect b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.